Event description:
During use of the mynx control vascular closure device, there was difficulty depressing button one and difficulty removing the shaft from the patient. There was no patient injury. Hemostasis was achieve with manual compression. No damage was noticed on the packaging or the closure system. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no vessel tortuosity. The product has been properly prepared. The balloon prepped with one hundred percent saline. A cordis sheath was in place. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Button one was unusually difficult to depress but was depressed completely. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. After the 2-minute waiting period, the syringe was pulled back until it clicked into place and the balloon was deflated. The balloon fully deflated as the bubbles stopped moving and inflation indicator was completely down. The mynx control was then removed from the patient as prescribed but the shaft of the system got stuck in the patient when it was pulled out. Removing the shaft by hand also took some of the polyurethane sealant with it. The procedure could be completed by 10 minutes of manual compression without harming the patient. The defective complaint sample with the sheath is sent in for assessment.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynx control vascular closure device, there was difficulty depressing button one and difficulty removing the shaft from the patient. There was no patient injury. Hemostasis was achieved with manual compression. No damage was noticed on the packaging or the closure system. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no vessel tortuosity. The vcd was properly prepared. The balloon prepped with one hundred percent saline. A cordis sheath was in place. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Button one was unusually difficult to depress but was depressed completely. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. After the 2-minute waiting period, the syringe was pulled back until it clicked into place and the balloon was deflated. The balloon fully deflated as the bubbles stopped moving and inflation indicator was completely down. The mynx control was then removed from the patient, as prescribed, but the shaft of the system got stuck in the patient when it was pulled out. After removing the shaft by hand, some of the polyethylene glycol (peg) sealant went with it. The procedure could be completed by ten minutes of manual compression without harming the patient. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was fully depressed with the clock symbol visible in the tension indicator window, and button 2 was depressed approximately ½ of its total travel. It was observed that the balloon was partially inflated and not completely retracted into the tamp tube as received. In addition, it was reported that ¿the mynx control was then removed from the patient as prescribed but the shaft of the system got stuck in the patient when it was pulled out. Removing the shaft by hand also took some of the polyurethane sealant with it.¿, which may have contributed to the condition of the returned device as the inner/outer sealant sleeve assembly was observed no longer intact and not returned with the device. The returned syringe was not connected to the device, the procedure sheath was locked on the sheath catch, and the sealant was not returned. Per functional analysis, button 1 and button 2 were reset to their factory setting. Inflation/deflation testing was simulated, and the balloon of the returned device was fully inflated/deflated as intended. Both buttons were fully depressed and locked in place with the balloon completely retracting into the tamp tube without issue during the device failure analysis. The returned device performed as intended per the mynx control instructions for use. Per microscopic analysis, visual inspection at high magnification showed that the balloon of the returned device was partially inflated and not completely retracted into the tamp tube as received. The balloon was able to be fully deflated and retracted into the tamp tube during the device failure analysis. Visual inspection under magnified view of the swivel bond showed evident that the excessive force applied while the balloon was not fully deflated resulted in the damage, which may have contributed to the inner/outer sealant sleeve assembly detachment. A product history record (phr) review of lot f2131502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 1 actuation difficulty¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿mynx control balloon retraction jam¿ was confirmed during analysis of the retuned device. According to the instructions for use, which is not intended as a mitigation of risk, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the balloon were not fully deflated prior to removal, the partially inflated balloon could prevent the button 2 from being depressed, and the excessive force applied on the device while the balloon was not fully deflated could result in the damage to inner/outer sealant sleeve assembly. The returned device performed as intended per the mynx control instructions for use. Neither the phr review, nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.